Event description:
A report was received that a pt does not like the placement of her ipg as it is uncomfortable and would like her system explanted. The physician explanted the pt's system and the pt is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.